Event description:
Boston scientific received information that this patient was experiencing syncopal episodes of unknown duration that had occured over several days. The patient was seen in the clinic where attempts to recreate noise with arm movement and isometrics were unsuccessful. During the interrogation, it was noted to be difficult to maintain telemetry. The patient was admitted to the hospital and noise was noted on the eletrograms. The issue is believed to be a non boston scientific lead. As a result of the clinical observations, both the device and lead were explanted and successfully replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As of this date, the device has not been returned. If this device should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.